Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed consistent increases in power consumption to parameters above normal operating range during the analyzed period; however, no high watt alarms were logged. Additionally, log files revealed eighteen (18) low flow alarms were logged since 20/oct/2025. The low flow alarms are an additional finding, unrelated to the reported event. The reported high-power event was confirmed. Based on the available information, the device may have caused or contributed to the reported high-power event and observed low flow event. Based on the risk documentation, possible root causes of the high-power may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that log file review revealed that the ventricular assist device (vad) exhibited above normal power consumption. It was noted that the patient's international normalized ratio (inr) was 1.7, and the patient's inr goal was 2-2.5. It was noted that the patient did not have any symptoms. The patient was sent home with plans to come back to the clinic in a few weeks to check the power. The vad remains in use. No patient complications have been reported as a result of this event.